Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparotomy. According to their reporter: a row of transversely stapled clips separated. The patient was returned to the theatre and needed a laparotomy and re-suturing three days post operative.